Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all manufature's specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 4 of the same event.it was reported that during an anterior cervical surgery, it was observed that a motor device and three attachment devices were heating up. The reporter was unable to clarify which device was heating up. There were no delays to the surgical procedure as identical spare devices were available for use. The surgery was completed successfully with the spare devices. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.